Event description:
Report received from the USA stating that the system console was "running hot." The event did not occur during surgery. There was no user or pt injury reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have met all specs. The event was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).